Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp still remains active and implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.